Manufacturer narrative:
(B)(4). Batch manufacturing records was reviewed for any process deviation, but no deviation was observed summary: complaint sample not received for investigation. Five retain samples of product were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits additional information was requested, and the following was obtained: could you please confirm how many devices presented this issue (breakage) during the procedure? 2 foils. What tissue was being approximated or sutured when it broke? - uterus what is the procedure date? (B)(6) 2020 india time. Could you please confirm the device's availability for return? Complaint sample is not available and discarded. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-00330 and 2210968-2021-00332.

Event description:
It was reported that the patient underwent a c-section on (B)(6) 2020 ( india time) and the suture was used. During suturing of uterus, the suture broke. There was no delay in surgery. Another like suture was used to complete the procedure successfully. There were no patient consequences reported.